Manufacturer narrative:
Image review: one fluoroscopic media file of the valve load inspection was provided for review of the event. The valve load inspection revealed a misload identified by inflow crown overlap beyond node 4 (image 1). Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the misloaded valve was attempted in the patient. At two thirds deployment, the valve was observed to be infolded. The valve was subsequently recaptured and withdrawn from the patient.

Event description:
It was reported that after loading the transcatheter bioprosthetic valve, a frame overlap almost at node 4 was visible via fluoroscopic inspection. The device was never implanted and the valve was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the concomitant delivery catheter system (dcs) complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received with a valve loaded within the capsule. The device was received with the handle and capsule closed and the nosecone over captured by the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed with an infold noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.